Event description:
It was reported by service report that the bed would not lower from the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan was damaged and engaging the cherry switches.